Event description:
A surgeon reports an intraocular lens was damaged by the plunger of the delivery system handpiece. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.